Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain" and rupture. Device evaluation: the device related to the reported event of pain was received with lot number 2571369. Analysis of the returned device identified: underweight, yellow encapsulation and broken shell. A visual and microscopic analysis was performed which identified: missing shell and sharp broken on anterior assessed as a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification base on the device analysis the final assessment is: a sharp broken on anterior assessed as a surgical impact opening, missing shell assessed as inconclusive.

Event description:
Healthcare professional reported that a patient experienced "pain". Right side. Healthcare professional later reported rupture. Device has been explanted.